Event description:
It was reported that during an unknown procedure, the fired clip got stuck, or several clips were fired at the same time.

Manufacturer narrative:
(B)(4). Batch #: v9477l. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Avoid firing the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to release the clip prematurely. Excessive tissue manipulation with clip in jaws may result in clip dislodgement. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Additional information received: sometimes after customer fired the trigger, the surgeon could not find the clip on the vessel. Also, several clips were fired at the same time ¿ when customer fired the trigger two clip came off in the same time , and the formation of the clip was not good. Additional information was requested, and the following was obtained: please clarify ¿and the formation of the clip was not good¿ did device fire malformed clips? Yes. It did. Did device fire scissored clips? Yes, it did. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.